Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2016, a patient that been hospitalized since implant had developed persistent emesis, abdominal pain, and was febrile with a temperature of 38.6. The patient was previously treated with clindamycin for suspected driveline infection due to some redness and drainage at exit site but the cultures were negative. The patient's blood cultures still showed no growth with a downtrending crp. However her wbcs and procalcitonin were uptrending. She was subsequently started on vancomycin and cefepime for a "rule out." Due to persistent fevers over the next several days, a CT of her chest and abdomen was performed on (B)(6) 2016 which showed 5 cm of fluid collection with a small foci of air in her anterior mediastinum between her vad and outflow cannula. At the recommendation of the infectious disease team, the patient was transitioned to vancomycin and zosyn (anaerobic coverage for air noted in fluid collection) with no current plans to aspirate from fluid collection. The patient's last fever of 38.5 c was reported on (B)(6) 2016. The patient remains hospitalized with the ongoing infection.